Event description:
It was reported that the asymptomatic patient presented to the hospital for a pulse generator replacement. The device exhibited premature battery depletion. The patient tolerated the procedure well and the device was successfully replaced.

Manufacturer narrative:
Final analysis confirmed normal battery depletion.

Manufacturer narrative:
A mandatory medwatch form was received (B)(4) 2014, the user facility number is (B)(4). Device evaluation anticipated, but not yet begun.